Event description:
The line from the port released. It became embedded in the heart.

Manufacturer narrative:
An investigation has been initiated. The event was initially reported by the pt's husband. The facility where the event occurred was contacted to obtain additional info. When the investigation is complete a supplemental report will be submitted.